Event description:
As reported by the user facility: 332097, may have been from lot # 61239802 or #61242123: crna inserting catheter; during advancement, catheter snapped. Attending anesthesiologist called and placed gauze over site. Next morning neuro consult used mild traction, pulling on wire, able to grab catheter and pulled fragment out. Visualization showed no residual.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). Lot number 0061242123 - manufacture date: 05/2012, exp. Date 09/30/2013, lot number 0061239802 - manufacture date: 05/17/2012, exp. Date 09/2013. One (1) partial catheter fragment, part number s7506145, was received for eval. Upon visual observation under magnification, the catheter showed evidence of shearing and that the catheter had come into contact with the needle bevel during the event. It appeared that the catheter encountered difficulty during the insertion process, however, due to the fact that the entire catheter was not returned, a complete analysis could not be performed. No adverse quality trends have been identified for this incident during the complaint review process and there have been no other reports of this nature against this item or the involved finished good or component part lot numbers. It appears the catheter may have been sheared upon placement, indicating the possibility of the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. However, since the entire catheter was not returned, no specific conclusions can be drawn. If add'l pertinent info becomes available regarding the investigation, a f/u report will be filed.